Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue. The customer received a replacement device. Physio-control further evaluated the device and found that a shorted capacitor, designator c181, on the user interface pcba was the root cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. A blank screen can be indicative of a lock-up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Device will be returned to physio-control for the evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. A blank screen can be indicative of a lock-up. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.